Manufacturer narrative:
The company service representative examined the system and could not find any problems. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4)health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4)

Event description:
Adverse event: corneal burn. Malfunction: occluded handpiece. The nurse reported a corneal burn. The nurse stated the burn occurred at the beginning of the case. The occlusion bell was heard at the very beginning, the surgeon believed the occlusion was cleared and continued surgery. Additional information received from the nurse stated the provisc occluded the handpiece. The heat increased and the corneal burn occurred. The company service representative examined the system and the issue seems to be resolved.